Event description:
It was reported that at device change-out, externalized conductors were observed near the tricuspid valve via fluoroscopy. The physician has opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.